Event description:
It was reported that during a left pcoma (posterior communicating artery) aneurysm embolization case, the subject balloon was delivered to the target location, and when dilated, the operator found the subject balloon could not maintain its shape and suspected that it was leaking. The operator replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 returned to manufacturer on - updated . D9 product available to stryker ¿ updated. There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the balloon catheter was found to be damaged inside the hub. There were no other anomalies noted. During the functional inspection, there was no balloon leakage during the balloon leakage test. There was a hub leakage due to damaged balloon catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported balloon failed to inflate was confirmed during the analysis. The reported balloon leaked during use was not confirmed during the analysis. The device didn't meet specifications when received for complaint investigation. The device returned and was analysed. The balloon catheter was found to be damaged inside the hub. The balloon could not be inflated during the functional test due to hub leak caused by the damaged balloon catheter. There was no balloon leakage noted during the functional test. Based on recent investigations in collaboration with the chinese sales and marketing team, it is most likely that this damage to the balloon catheter occurred through use of a needle during preparation of the device. An assignable cause of not confirmed will be assigned to as reported event of balloon leaked during use as the defect was not confirmed during the analysis. An assignable cause of user error will be assigned to as reported and as analysed event of balloon failed to inflate and to the as analysed events of balloon catheter shaft leaked during use and balloon catheter damaged as the investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during a left pcoma (posterior communicating artery) aneurysm embolization case, the subject balloon was delivered to the target location, and when dilated, the operator found the subject balloon could not maintain its shape and suspected that it was leaking. The operator replaced it with a new device and continued the procedure without clinical consequences to the patient.